Event description:
It was reported that the right ventricular (rv) lead had high impedance on both the superior vena cava (svc) and the high voltage b (hvb) coil electrodes. The lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: d224trk implantable cardioverter defibrillator: (B)(6) 2012. 419488 implantable pacing lead: (B)(6) 2008. 5076-52 implantable pacing lead: (B)(6) 2008. (B)(4).